Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a partial display on the pump. The customer's blood glucose was unknown at the time of the event. The customer did not complete troubleshooting, the pump will not be returned for further analysis.